Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -9.0/1.0/088 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced lens rotation which was noted on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a longer length lens which was also implanted vertically which had resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
Correction: b5 - patient also experienced blurred vision - should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).